Event description:
Reporter states pt reportedly received results of 56 mg/dl and 312 mg/dl within 10 mins on the advantage system. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.